Manufacturer narrative:
Eval summary: a cause for this specific clinical event cannot be ascertained from the info provided; however, it is possible that this event is related to the misinterpretation of a sizing chart for which a failed action was conducted in (B)(6) 2012. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the pt received a mismatched size of the cr micro articular surface.